Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 21 and deactivation occurred at pulse 31. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. A rotational sensor error was present in the download data. The device was reset, connected to a pdm and ran a 5-unit bolus . The needle mechanism deployed during the reset run. A rotational sensor error was present in the reset data. Found contamination and damage on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour and no adverse patient impact was reported.